Manufacturer narrative:
The t:slim x2 g5 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not charge the pump and the pump shut off multiple times. The customer's blood glucose (bg) level was over 600 (mg/dl) with large ketones. A manual injection was administered, the pump was charged and supplies were changed to address bg. Reportedly, the customer required assistance with the actions taken as the customer not feeling well due to the elevated bg. Reportedly, the customer resumed insulin therapy via the pump.